Event description:
It was reported that the patient experienced inadequate pain relief and difficulty charging due to the ipg being nonfunctional. The patient underwent a revision procedure wherein two linear leads were added and the old ipg was replaced. The patient was doing well postoperatively. The explanted ipg was not returned.